Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-04684 and MFR. Report # 3005099803-2012-04685). It was reported to boston scientific corporation that two hydratomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, for both tomes in turn, when the tome was bowed inside the patient, the cut wire broke at the proximal end. No part of the broken cut wire detached into the patient. The procedure was completed with a third hydratome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."